Manufacturer narrative:
A complete lead was returned in one piece. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted proximal to suture sleeve impression region. Other damages on the lead were consistent with procedural damages. Electrical tests did not find discontinuities or short on any conduction paths. The cause of the reported event was isolated to lead-to-can external insulation abrasion.

Event description:
During follow-up, atrial and ventricular oversensing was noted. The physician planned a revision procedure to explant and replace the leads. During the explant procedure, lead damage was noted on both the atrial and the ventricular leads. The leads were replaced and the patient was in stable condition.